Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customers stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives rental device (8120), with error display 200.5040. Case resolution: customer receives rental device (8120), with error display 200.5040. ¿ explained probable cause to the error being the incompatible software version of the 8120. ¿ customer identifies the pcu software version at 9.33 (s/n (B)(4). ¿ informed the customer they would have to flash the operate version of software 8120, to 9.33 as well. ¿ step customer through the setup of firmware process through remote session. ¿ customer does not have the manifest files needed to execute the flash task at this time. ¿ suggested to customer to return devices to rental facility, and receive the correct software version. ¿ informed customer to contact there is/it department, whom may have the point of care operate software cd package. ¿ informed customer, if any further concerns and/or issues to give a call back. ¿ end call. (B)(4).